Event description:
On (B)(6) 2018, the 25 mm amplatzer pfo occluder was implanted. The device embolized immediately after the case as confirmed by a thoracic echo. The patient was returned to the cath lab and the device was retrieved using a snare. Per the user, the embolization was a result of positioning and patient anatomy. No complications were reported for the patient. The patient will be rescheduled in the future for further intervention.

Manufacturer narrative:
An event of "the 25 mm amplatzer pfo occluder embolized after implanting" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6)2018, the 25 mm amplatzer pfo occluder embolized after implanting. The device was retrieved immediately with no complications for the patient. The physician elected to abandon the procedure with plans to reschedule at a future date.